Event description:
It was reported that the patient experienced loss of stimulation coverage due to lead migration which was confirmed through an x-ray. It was also noted that the lead had high impedances. The patient underwent a revision procedure wherein a splitter and additional linear lead were implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.